Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issues were not confirmed. The image was okay. The connection with the processor was smooth, and there were no connectivity issues found. The biopsy channel had tear marks and was leaking. Corrosion was found in the ultrasound connector. The plastic distal end cover insultation test was unable to be performed due to a cut on the bending section cover. The bending section cover was leaking, and the bending section cover glue had a crack. The elevator channel water flow was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the evis exera ii ultrasound gastrovideoscope was hooked up to the processor, the scope would not connect completely. No picture was available. The issue was found during preparation for use for an endoscopic ultrasound (eus). The scope was tried with other processors. The processor worked with other scopes and the processors were working as intended. An unknown upper endoscopy (egd) scope was also involved. The intended procedure was completed with another eus scope with no surgical delay. No patient harm reported. During the evaluation of the device, it was noted the adhesive was peeling and there was a gap on the probe unit cover. Additionally, the forceps cover glue was peeling. This report is to capture the reportable malfunctions of the peeling adhesive on the probe unit cover and forceps cover noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the adhesive shaving at the tip occurred due to the same cause as other breakage, but it was not possible to determine whether the shearing was due to stress, handling, or other factors. A definitive root cause cannot be identified. This issue is covered in the instructions for use: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes,sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor the field performance of this device.